Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions on how to reset it. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred. The caller acknowledged and understood the instructions.